Manufacturer narrative:
The product was not returned. Photos were available to review. One photo displayed the lens case. The other photo displayed the lens placed into the lens case with one haptic across the base ledge. The lens was blurry in the photo. An area of the optic could not be confirmed to be either viscoelastic or damage. Product history records were reviewed and the documentation indicated the product met release criteria. The associated cartridge and handpiece information was not provided. It is unknown if qualified products were used. A viscoelastic was indicated. This viscoelastic is qualified for use when used with a qualified cartridge and handpiece combination. A root cause cannot be determined for the reported complaint of "implant bent incorrectly by the piston and damaged". The sample was not returned for an evaluation. Based on our observation of the attached photos, the lens appeared replaced by customer for the photo. The image was too blurry to make a determination of damage. The presence of clinical solution on the lens cannot be determined. It is difficult to make a determination of handling / damage without evaluation of the physical sample. A final root cause cannot be determined based on available information. It is unknown if a qualified company handpiece and cartridge were used with the lens. The IFU instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Information was provided in the initial complaint description that "the sales representative indicated that the establishment should not be contacted". The file has been completed based on available provided information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that during intraocular lens (iol) implantation, the iol bent incorrectly by the piston and was damaged. There was no impact on the patient. No further information expected as reporter unwilling to provide additional information.